Event description:
On (B)(6) 2012, the patient claimed he took 6 units of bolus without checking his blood glucose and subsequently required treatment for a low blood glucose reading of 46 mg/dl. The patient took the alleged 6 units of insulin at 10:47 pm and reported felt funny at around midnight. At 1:30 am, he tested his blood glucose at 46 mg/dl and administered self treatment with soda while he had symptoms described as "feeling sweaty and lightheaded." His blood glucose reading eventually resolved to 74 mg/dl. The patient was feeling better and his symptoms abated during the call to animas. The patient indicated his low blood glucose was due to taking too much insulin. This complaint is being reported due to use error and because the patient had symptoms and a blood glucose reading of 46 mg/dl while on insulin pump therapy. There was no product malfunction associated with the reported incident.

Manufacturer narrative:
Follow-up # 1 submitted: 09/14/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/21/2012 with the following findings: review of the black box and download history revealed no activity outside normal use. There were no 6.0 unit boluses recorded in the black box or bolus history for the reported date of (B)(6) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On examination, the display lens was noted to be cracked. On testing, all of the keypad buttons responded properly without hypersensitivity. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.